Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leakage from the plug unit and switch 1, it is possible that sufficient device cleaning/reprocessing was not possible. The event may be detected by following the instructions for use sections below: cf-h185l/I operation manual chapter 3 preparation and inspection cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the additional evaluation findings are as follows: the water tightness was lost due to damage on switch 1, the flexibility adjustment ring had a scratch, the grip had a scratch, the right/ left knob had a scratch, the up/ down knob had a scratch, the air/ water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, water tightness was lost due to a scratch on the plug unit, the scope connector case unit had a scratch, the scope connector cover unit had a scratch, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the play of the up/ down knob was out of the standard value due to wear of the angle wire, the objective lens had a chip, the light guide lens had a crack, the connecting tube was buckling, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope's angles were too slow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the jet tube remaining from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.